Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported an unspecified number of bd vacutainer® eclipse¿ blood collection needles were missing labels. No adverse impact was reported regarding the patient or user.

Event description:
It was reported an unspecified number of bd vacutainer® eclipse¿ blood collection needles were missing labels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received two photos and 48 samples for investigation. The two customer photos show devices that lack unit labels. A visual inspection was conducted on the 48 customer samples for missing unit labels, and 21 of these samples failed testing due to the absence of unit labels. Additionally, 30 retained samples were visually inspected, and all passed testing as the labels were present on the devices. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: empty/missing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.